Manufacturer narrative:
Calibration and qc were acceptable. No preanalytical issues were identified. Product labeling states: "results for cross-reactivity with recombinant insulin analogs in a number of insulin methods have been published for example by two groups in france and the USA. The following results were published by owen et al. For the elecsys insulin assay: insulin lispro, insulin aspart, and insulin glargine were each tested in concentrations of 30, 100, 300, and 1000 miu/l in the absence of insulin. The results obtained were below the detection limit of the elecsys insulin assay (< 0.4 u/ml or < 2.78 pmol/l) at all the concentrations tested." The investigation determined that the lower elecsys insulin results compared to the siemens method were that the siemens method measures the patient's insulin medication, while the elecsys insulin assay does not. The investigation did not identify a product problem.

Manufacturer narrative:
Sections a2 and a3a were updated. Section b3 was updated. Section b7 was updated. The initial result for patient 2 was obtained on (B)(6) 2025.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys insulin (insulin) on a cobas e 801 analytical unit. Patient 1 initial result was < 0.4 uu/ml. The repeat result from a competitor method was 26.6 miu/l patient 2 initial result was < 0.4 uu/ml. The repeat result from a competitor method was 67.2 miu/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The competitor method was siemens. Section e1, facility name continued: (B)(6).